Event description:
According to the reporter, prior to use, there was difficulty loading the device as the loading knob for the adapter broke off. There was no patient involved in this event.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event.

Event description:
According to the reporter, prior to use, there was difficulty loading the device as the loading knob for the adapter broke off. There was no patient involved in this event.